Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed a sheath looks bent in the section where the hole is located. Fluid was leaking from an open hole in the sheath when the catheter was flushed. It was observed that the catheter did not flush normally when the imaging core was fully retracted and fully advanced due to the leak found. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 05nov2015. It was reported that catheter leak occurred. An atlantis pv imaging catheter was selected to visualize the lesion. However, when the imaging catheter was flushed, water sprayed out close to the hub of the imaging catheter. No patient's complications were reported. However, returned device analysis revealed an open hole in the sheath.